Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-oct-30 that the cause was not determined. The patient was programmed around the high impedance. The health care provider (hcp) did not state any interventions would be taken at that time. Additional information was received from the consumer on (B)(6) 2019 reporting that after the programming their pain was worse. Caller states that they went back to using a tens unit after the programming meeting because the device does not help their pain anymore. The patient requested another programming session. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-dec-19 reporting that the programming session resolved their pain to a certain degree. No further complications were reported.

Manufacturer narrative:
Adverse event and product code applies to this event due to the additional information received and reported in supplemental 001. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that on (B)(6) 2019, the rep met with the patient and ran an impedance check. The patient's current programming at that time was using electrodes 4 and 10. High impedances (>40,000 ohms) were found on the following pairs when ran at 3v: reference (ref) 15, 4 and 10 were high, ref 4, all contacts were high, ref 10, all contacts were high. All reference electrodes and all values other than 4 and 10 were between 500-1600 ohms. The rep ran impedances again at 0.7v and found that electrodes 3, 4, 7 and 10 were then around 10,000 ohms. It was reviewed with the rep to try and avoid electrodes with high impedances. The rep reported they would try to reprogram without using the problematic impedance values. No symptoms were reported. No further complications were reported or anticipated.